Event description:
A complaint was reported to boston scientific corporation on a gemini retrieval basket used during an ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the basket and sheath detached completely from approximately half way down the device. The detached portion was retrieved from the patient using graspers. A laser was being used during the procedure, but was not in use while the basket was inside the patient. The procedure was not completed due to this event as the stone migrated up into the kidney while the detached portion was trying to be retrieved. The physician decided to stop the procedure and bring the patient back to complete the case. The date and outcome of the patient's follow up procedure to remove the stone is unknown. There were no patient complications as a result of this event and the patient's condition post procedure was okay.

Manufacturer narrative:
(B)(4)

Event description:
A complaint was reported to boston scientific corporation on a gemini retrieval basket used during an ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the basket and sheath detached completely from approximately half way down the device. The detached portion was retrieved from the patient using graspers. A laser was being used during the procedure, but was not in use while the basket was inside the patient. The procedure was not completed due to this event as the stone migrated up into the kidney while the detached portion was trying to be retrieved. The physician decided to stop the procedure and bring the patient back to complete the case. The date and outcome of the patient's follow up procedure to remove the stone is unknown. There were no patient complications as a result of this event and the patient's condition post procedure was okay.

Manufacturer narrative:
Analysis of the returned gemini retrieval basket revealed the device was disassembled. A visual assessment was performed and noted that the handle cap was removed and presented with a torque mark. A detached fragment of the distal end of the wire sub-assembly with basket was returned; the fragment was approximately 20.5cm long. The remaining section of the wire sub-assembly was inside the sheath when received, with the sheath was detached from the handle. The wire was detached at the splice cannula and approximately 5mm of the splice cannula remained on the detached fragment. The fragment was kinked in several locations. The basket and all basket wires were present; the basket was bent. The outer sheath was kinked in several locations along the working length. The sheath was not torn, but was buckled approximately 14cm and 15.5cm from the distal end. Further examination noted the handle cannula was bent. A functional evaluation was not performed due to the device being disassembled when received. The wire sub-assembly was removed from the proximal end of the sheath, and the wire moved freely through the sheath during removal. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.

Event description:
A complaint was reported to boston scientific corporation on a gemini retrieval basket used during an ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the basket and sheath detached completely from approximately half way down the device. The detached portion was retrieved from the patient using graspers. A laser was being used during the procedure, but was not in use while the basket was inside the patient. The procedure was not completed due to this event as the stone migrated up into the kidney while the detached portion was trying to be retrieved. The physician decided to stop the procedure and bring the patient back to complete the case. The date and outcome of the patient's follow up procedure to remove the stone is unknown. There were no patient complications as a result of this event and the patient's condition post procedure was okay.